Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to deliver a bolus for a blood glucose (bg) level of 347 (mg/dl); however, the bolus dosing was being reduced due to having 1.7 units of insulin on board (iob). Reportedly, the previous bolus had been delivered 2 hours earlier. Review of the pump logs showed that the customer's insulin duration settings had been previously set at 2 hours; however, at the time of the reported event, was set at 5 hours. During the call with tandem technical support, the contact successfully adjusted the insulin duration settings for 2 hours.